Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade IV further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4, d.6b, d.9, h.3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified; fold creases, white particles in shell, weight within specification, nicks with striated assessed as surgical, tool scratch like. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process and no openings found. Additional, changed, and/or corrected data: b.5, b.6, h.3, h6.

Event description:
Ultrasound confirmed no evidence of rupture.